Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that device diagnostics resulted in high impedance (>=10,000 ohms). It was reported that the device was not programmed off at the time the high impedance was observed, but that the patient would be coming in later to have it programmed off. There is no known trauma or falls that could have caused or contribute to the high impedance. X-rays were taken and sent to manufacturer for review. Review of the x-rays did not identify any gross fractures, discontinuities or sharp angles in the portion of the lead that is visible. A portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The lead pin did not appear to be fully inserted into the generator header. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received stating that the vns patient underwent surgery to insert the lead pin to the generator header on (B)(6) 2014. The outcome of the surgery is unknown.

Event description:
The generator was not replaced. The surgeon reconnected the lead to the generator.